Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found that all seal plugs were found to be intact and the set screws were operating normally. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations. The device was pacing normally and met all specifications during testing.

Event description:
Boston scientific received information that during a routine patient follow-up two weeks post-implant, it was noted that there was loss of capture exhibited on the right ventricular (rv) lead and this pacemaker. A revision procedure was performed. The right atrial (ra)and rv leads were disconnected from the pacemaker and tested on the pacing system analyzer (psa). All measurements on the psa were in normal range. The leads were reconnected to the pacemaker and loss of capture was again exhibited on the rv lead. The physician explanted the pacemaker and replaced with another device of the same product family. Once the ra and rv leads were connected to the new device, all measurements were in normal range and there was capture. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The pacemaker is expected to be returned for analysis. This report will be updated upon return and completion of analysis.